Manufacturer narrative:
Patient date of birth/age, gender and weight are unknown. Additional product codes: hrs, hwc. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that post-operatively a variable-angle locking compression condylar plate broke. Revision surgery was performed. The devices were implanted on (B)(6) 2018 due to a periprosthetic fracture femur right side. The (B)(6) 2018 the breakage of the plate occurred during the first mobilization in the reha. Revision surgery was performed on (B)(6) 2018. Concomitant devices reported: cortex screw (part 414.846, lot 9382329, quantity 1); val screw (part 42.231.280, lot l704272, quantity 1); val screw (part 42.231.280, lot l391068, quantity 2); val screw (part 42.231.290, lot l081663, quantity 1); val screw (part 42.231.290, lot 9799845, quantity 2); val screw (part 42.231.242, l329352, quantity 1); val screw (part 42.231.244, l024771, quantity 1); val screw (part 42.231.242, 9805305, quantity 1); val screw (part 42.231.240, l329347, quantity 3). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient identifier: additional patient ID: (B)(6), sex, relevant tests/laboratory data. Part: 04.124.411, lot: 3747025: manufacturing site: mezzovicco. Release to warehouse date: 24 march 2011. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specifications for implants for surgery. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: a broken va-lcp condylar plate was returned for investigation. The review of the device history record revealed that this va-lcp condylar plate was manufactured in march 2011 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The applicable risk management document was reviewed and found to adequately address this complaint condition. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.